Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. A promus elite ous mr 32 x 4.00 mm stent delivery system was returned for analysis with the hub/manifold missing. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break at approximately 1456 mm proximal to the distal tip measured. Multiple hypotube kinks were also noted along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17jan2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral approach. The 85% stenosed, 28mm x 4.0mm, eccentric, de novo target lesion was located in the non-tortuous and calcified left main to left anterior descending artery. The lesion contained >=90 degrees bend. Following pre-dilatation with a semi-compliant balloon catheter, a 32 x 4.00 promus elite drug-eluting stent was advanced but failed to not cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient was stable. However, device analysis revealed hypotube separation. It was further reported that the shaft break occurred during advancing.